Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r . (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ((B)(6)) ipg was unable to communicate with multiple external devices. A sjm representative tried troubleshooting to no avail and confirmed the ipg is inoperable. The patient is to consult the physician and the surgical intervention may be taken at a later date to address the issue.